Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported blood glucose level value from reported event: 250 mg/dl. Sensor glucose value from reported event: 290. The difference is within acceptable range. The insulin pump will be return for analysis..